Event description:
New signature devices installed into the nicu. The pt had an infusion of tpn at 2 ml/hr when the nurse noticed an infiltration had occurred. The pressure readout on the device had drifted to negative numbers and the device did not alarm for the infiltration. The occlusion limit was set to 50 mm hg. The nurse reported pt injury of localized swelling and erythema, but did not provide any additional info on whether medical intervention was required. The alaris nurse trainer had provided education to the staff previously on occlusion limits and fast time to alarm, as well as that that device will not alarm for or detect infiltrations. This training will continue throughout the implementation and alaris will continue to monitor the staff education and comprehension of this issue.